Event description:
It was reported that during a procedure the plasma wand "was packaged incorrectly, it was mislabeled." No patient injury was reported by the facility.

Manufacturer narrative:
At the time of this report the device investigation has not been completed. Once the investigation is completed, a follow up MDR will be submitted.